Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away due to bacteremia. Follow up with the patient's clinic and funeral home was not able to clarify the source of the bacteremia.

Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.